Event description:
It was reported that the device was displaying a service indicator and an error code 23. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the device's power conversion pcb. The customer later stated that the device would most likely be retired due to age and cost of repair. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.